Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the healthcare provider had left it in when the new implant was placed in their right buttock. The patient thought it was going to be taken out but it was not and it moves and hurts. No steps had been taken to resolve the issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported that the ins quit working sometime in 2012-2013. The patient reported that she didn't know the details of why it quit working. The patient reported that the ins was never taken out. The patient reported that it was still in her stomach but it wasn't hooked up anymore. The patient reported that she would like to have the ins removed. No further complications were reported.